Manufacturer narrative:
Country of origin is (B)(6).

Event description:
The initial reporter received questionable elecsys troponin t hs results for 2 patients from the cobas e 801 analyzer. Patient 1: the initial result was 1176 pg/ml and the rerun result was 26.9 pg/ml. Patient 2: the initial result was 60 pg/ml and the rerun result was 3.9 pg/ml. The reagent lot number was 41926001 with an expiration date of 30-nov-2020. The questionable results were reported outside the laboratory.

Manufacturer narrative:
The initial reporter indicated there was no adverse event. This issue is isolated to the tnt assay on the e801. This product is not manufactured in the us. The us is not impacted as there is no tnt assay marketed for use on the e801 instrument in the us.